Event description:
A study coordinator reported that following intraocular lens (iol) implantation, a group of patients experienced halos, glare. The patients had inadequate near vision, (e.g. Reading in bed). Additional information was received. Only one patient experienced the symptoms. The symptoms improved in 3 months post surgery. The lens remains implanted. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).